Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. The aortic neck was 23.1 mm in diameter, 20 mm in length, and had a 30 degree angulation. It was reported that the physician observed a proximal type I endoleak on final angiogram. The cause of the type I endoleak is unknown per the physician. The stent g raft was slightly below the renal arteries. The physician elected to implant an endurant 28x28x49 aortic cuff and the proximal type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.